Event description:
During a transfer from a geri chair to the bed the patient fell out of the side of the sling. Patient had been moving around while in the sling during transfer and fell out of the sling and hit his head on the floor.

Manufacturer narrative:
The vanderlift was evaluated by a distributor and found to be safe and in proper mechanical working condition. With no service required for the lift.